Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high impedance measurements. The cause of the high impedances was not determined. The lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.